Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system generated falsely negative results for several chemistries, which were reported out of the laboratory for two patient samples. Based on the initial released results, a doctor had contacted the family of one patient and advised them to take the child to the nearest emergency room. After the sample was rerun, it was determined that the results were not critical. The family was contacted again while in transit to the emergency room and informed that the visit was not needed. No patient treatment was affected by the erroneous results. A field service engineer (fse) inspected the instrument and corrected a unusual "hissing sound." The fse also serviced a loose sample probe fitting to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any reoccurrence of this issue.

Manufacturer narrative:
(B)(4).